Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a false positive result for 1 patient sample tested for elecsys toxo igg immunoassay (toxo igg) on a cobas 8000 e 602 module. The patient was tested on the e602 module with results of 239.2 iu/ml (positive) and 264.2 iu/ml (positive). The sample was sent to a reference laboratory where the result from an unknown method was < 0.2 iu/ml (negative). A new sample was obtained and the result from the e602 module was 0.113 iu/ml (negative). No incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The toxo igg reagent lot number and expiration date were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.